Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the oxygen blending module board.

Event description:
A ventilator's oxygen blending module board was returned fo the manufacturer's quality assurance laboratory for further evaluation. There was no report of patient harm or injury. During the evaluation of the oxygen blending module board, the root cause of the oxygen blending module board failing was caused by flow sensors (u28 and u29) being out of tolerance.